Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that while implanting the clip, a pericardial effusion was observed which required pericardiocentesis to prevent injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to 3. While implanting the second clip, the patient had a drop in blood pressure and the echocardiographer observed a pericardial effusion (pe) in the echocardiogram transgastric view. The second clip was implanted and the mr was reduced to 1. Pericardiocentesis was performed, but the changes in the blood pressure were not enough. The physician requested the help of the surgeon to locate the exact point of the pe, and a repeat pericardiocentesis was performed in another location of the chest. It is the physicians opinion that the cause of the pe was maneuvers in the transseptal puncture. The patient was confirmed to be clinically stable and will likely be discharged this week. No additional information was provided.